Event description:
It was reported that a single day infusor ruptured during patient infusion. The reported condition occurred two hours the infusion therapy. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during sample evaluation. One filled sample was received at the plant for evaluation. Visual inspection of the sample found a ruptured reservoir. The ruptured reservoir was microscopically analyzed, and markings on the interior surface of the reservoir were observed near the rupture line. No other tests were performed. The cause of the reported condition is unknown. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.